Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported her esc button was intermittenly working. The customer's blood glucose was unknown. The customer stated she was sweating a lot prior to the keypad issue occuring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. No additional information provided.